Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that a power on reset (por) message was noticed along with a return of pain. The por was cleared, the therapy resumed, and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and patient. It was reported that the patient wanted further clarification on the por as she was in pain. The patient and rep were unsure what caused the issue. The rep cleared the por with the clinician programmer. No further complications were reported.